Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: bp22. Guide wire: runthrough. Guide cath: mach 1. Additional follow-up information received from the account stated that the device was prepared per the instructions for use, including soaking the balloon in saline prior to use. There was also no resistance noted during advancement and removal of the device. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, return of the balloon catheter may have aided the investigation. However, since there was no report of any leaks noted during preparation for use and the catheter was pressurized twice without incident, this indicates that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured during the third inflation. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot. Based on the information received with this incident, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the target lesion located in the left anterior descending artery was a de novo lesion. The vessel had a diameter of 3.0 mm and the lesion length was 15 mm and was mildly tortuous, moderately calcified with a 90% stensosis. Predilatation was performed with the 3.0 x 12 mm voyager nc; however, the balloon ruptured on the third inflation at 12 atmospheres, at 20 seconds. A promus stent was deployed and predilatation was performed with a non abbott balloon catheter to complete the procedure. No patient effects were reported. No additional information was provided.